Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Approximately 4 months post-op the patient felt lower back pain and went to the hospital. X-rays revealed that both s1 screws were broken. No additional patient complications were reported. No revision has been reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.